Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient reports their controller reading for their blood glucose level was 44 mg/dl but when checked by meter with the school nurse the patients blood glucose level was over 600 mg/dl. The patient reports after drinking orange juice they had vomited. The patient reports having high blood pressure. The patient removed their pod prior to being transported by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient reports they are going to be prescribed insulin prior to leaving the hospital. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
The returned device was evaluated and the case description states that the dexcom was displaying a reading of 600 mg/dl and the omnipod 5 app was showing a reading of 44 mg/dl on 17oct2023. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit logs and phb audit logs showed that the pod on the date of occurrence was paired with a cgm and receiving egvs. The phb file confirms the low bg readings shown on the omnipod 5 app. Readings from the dexcom app were not available in the log files. No issues were seen in the log files that would cause the two applications to have conflicting bg values. The cause of the reported event could not be determined.